Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report. Information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that nsm called to report issue with an hml400 at a "home facility" and to see if it was still under warranty. A patient's caregiver was using the hml400 to transfer her patient onto the bed when the front nut that holds the cradle system onto the lift failed. They believe that it slipped off of the bolt somehow and that maybe the threads were damaged prior to it coming loose. Reports anxiety and stress due to the incident but says that the patient was unharmed and she was thankful that it happened over the bed because things could have been much worse if it hadn't. Photos provided by caregiver and sent to me by nsm (I did alter one photo since it had her patient in it, in order to protect her identity). Caregiver only provided her first name and declined to provide patient's name or her last name. They had someone repair the lift by putting on a new black nut, and andrew requested a quote for a new hardware kit from joerns to have it replaced in the near future. Complaint # (B)(4) was entered into our system.